Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. Investigation - evaluation review of documentation was conducted during the investigation. The device was not returned and therefore we cannot determine whether the device is non-conforming or not. A document based investigation was conducted which has established that proper procedures are in place in order to identify/prevent this failure mode prior to distribution. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was found to leak at the hub less than 24-hours after being placed as a chest tube. The catheter was replaced successfully. Additional information is unavailable.